Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. As reported : surgeon was not satisfied that implant was in straight and attempted to pull out. The upper half and poly became disengaged from peek implant holder as a result. Another implant, same size, was requested of the same size and placed successfully. The review of data log, traceability and device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Regarding information provided, root cause is related to a user error : when trying to reposition implant, it disassembled. The investigation found no evidence to indicate a device issue. Product not returned.

Event description:
Placed in patient. Surgeon error when he tried to back it out, it came out of the peek. The implant was placed in cervical space. Surgeon was not satisfied that implant was in straight and attempted to pull out. The upper half and poly became disengaged from peek implant holder as a result. Another implant, same size, was requested of the same size and placed successfully. Note- there was no request or complaint about the wasted implant. This form is in response to internal zimmer request and not due to any inquiry or complaint generated by the hospital, staff or surgeon.